Event description:
An event involved a plum duo infusion system where it was reported that the pump froze during use. There was patient involvement, and no harm reported.

Manufacturer narrative:
The suspected pump was returned for evaluation. Visual inspection and functional testing was carried out. The pump passed the self-test. The event was not confirmed. The probable cause was not found. Device passed performance verification testing. Recalibrated both mechanisms and passed.